Manufacturer narrative:
Additional information was received that the lead was fractured prior to the explant procedure. Sc-2158-50 sn (B)(4): the complaint of high impedance was confirmed. High impedance readings were registered at contacts # 2, 3, and 4. X-ray inspection revealed a fractured cable between proximal contacts # 3 and 4, also fractured cables between proximal contacts # 6 and 7. No cables are exposed at the fracture sites. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a revision procedure to address high impedances. The lead was replaced and the patient is reportedly doing well.

Event description:
A report was received that the patient had a revision procedure to address high impedances. The lead was replaced and the patient is reportedly doing well.